Event description:
A review of service data detected a reportable event. During servicing monitor sn (B)(4)displayed a service code 203 (pulse test fault). The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor failed a pulse test. Further investigation revealed that multiple components on the monitor were defective (u1103, processors u15, u16, u17, and u18) on the ca board. Additionally, k3 was intermittent on the defibrillator board. The cause for the defective u1103 was insufficient solder, causing pins to loosen and the component to fail. The root cause for the improperly soldered component was unable to be positively determined. No adverse event occurred due to this failure. The last person to use this monitor did not report any problems.